Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 2.8c. Retainer ring = clear. Customer returned pump for alleged cosmetic damage crack at battery tube side bumped/dropped/cosmetic damage on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked reservoir tube lip, broken battery tube threads, and cracked case corner of belt clip rails. Cosmetic damage was confirmed at the cracked at battery tube side area.